Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of air in the line was confirmed during product evaluation. The root cause was assigned to the air in line printed circuit board being out of calibration. The air in line printed circuit board was recalibrated in order to correct this condition. This device is a colleague pump with a user interface module software version of 5.09.90. A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced air in the line. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.